Manufacturer narrative:
The account cleaned and lubricated the side rail latch mechanism to resolve the issue.

Event description:
The account alleged the side rail is not latching. No patient impact.